Event description:
Additional information was received from the patient that a third bottle was used at the time of the reported event. This report reflects information related to the third bottle. A patient reported that they experienced damage to their cornea after using a contact lens cleaning solution. Prior to being seen by a doctor the patient experienced a sharp pain, blurred vision and irritation in their left eye. The patient was seen on the next day and during the examination, the doctor observed bulbar injection and corneal edema in the left eye. Corneal staining and a corneal ulcer were both present in the superonasal quadrant of the left eye. The doctor noted that the patient could possibly have microbial keratitis. A corneal scar and minimal corneal haze located close to the pupil of the left eye were also noted during the exam. The patient was diagnosed with possible bacterial corneal ulcer and map dot fingerprint syndrome. That same day the patient was seen by another doctor. During the examination the doctor observed 1.4mm x 2mm epithelial defect with possibly a minimal hypopyon, there was no obvious infiltrate. The patient was prescribed exocin (hourly, night and day) and cyclopentolate 1%. A normal bacterial swab of the lens case was taken and concluded that there was no growth after two days of incubation and no pathogenic organisms isolated. The patient was seen approximately two weeks later and at that time was diagnosed with a left healed corneal ulcer with the anterior stromal scarring. The patient continued with topical antibiotics as well as steroids and lubricants. Approximately one month later the patient was seen for a follow appointment. At the time of this appointment the patient was using dexa free eye drops twice a day and exocin four times a day. A minimal corneal haze scar close to the pupil was observed and there was no evidence of inflammation or epithelial defect. The patient was diagnosed with left corneal scar secondary to contact lens infection, high hyperopia and left corneal astigmatism. The treating doctor recommended the patient wear her glasses or contact lenses and to discontinue all drops. The patient was seen approximately two months later for a follow up appointment. The patient was left with a very small anterior stromal scar in the left eye above the visual axis. The scar has not affected their vision. The doctor feels that the event was caused due to contact lens wear.

Manufacturer narrative:
This event occurred in the (B)(6) where this device has been voluntary recalled. The device involved in this voluntary recall has not been distributed to the us. The provided lot number has been confirmed and the product is expired. Evaluation will not be performed as testing of expired product cannot be reliably used to determine a root cause for the reported event. The review of the manufacturing process, quality systems, and product characteristic, and analysis of adverse events, complaints and problems supports the products are safe and performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.